Manufacturer narrative:
(B) (4). The reported condition of a flo-gard infusion pump which over-infused could not be confirmed as this facility is not returning this pump for device eval or repair. A request for the return of this device was made, but since this facility is phasing out flo-gard infusion pumps, the facility denied this request. This device has been taken out of service and will no longer be utilized for pt use. Should any add'l info become available, a f/u report will be submitted.

Event description:
The facility rep reported a flo-gard infusion pump which over-delivered heparin during an infusion on an unidentified pt. The pump was set to deliver an unk amount of heparin over a 10 hour period, but infused the entire amount in 5 hours. There was no pt injury, medical intervention necessary, or adverse reaction in association with this event. No add'l info is available.